Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the tower door not detected on bus. A field service engineer manually released tower doors. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to recover tower door 2,3 and 4. Device not detected on bus. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.